Manufacturer narrative:
No data can be retrieved prior to the last software upgrade. As the reported issue is still occurring with the new version of the rosa software, it will be analyzed though the most recent complaint received for this device for the same issue. The event described in the complaint is non-verifiable.

Event description:
It was reported that the robot and planning station were not able to query/retrieve from pacs after the rosa one upgrade performed in (B)(6) 2019.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the robot and planning station were not able to query/retrieve from pacs after the rosa one upgrade performed in (B)(6) 2019.